Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that the device was in overdischarge. The patient had been undergoing chemotherapy treatment for unrelated lymphoma and had not charged due to these issues. They tried one physician recharge mode (prm) and the battery had not turned over to normal charging. A second prm was performed and the stimulator was successfully recovered and charged. The power on reset was cleared and the patient resumed use of their stimulator with no issues. The patient was getting pain relief since they started using the stimulation again. The patient was indicated for failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported the patient had been in the hospital for 5 weeks and had not charged their implantable neurostimulator (ins) because they had forgotten how to charge. Their device had stopped working and their lower back was painful. The patient was scheduled to meet with their health care provider (hcp) in (B)(6).